Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure so based on the available information bd are not able to identify a root cause at this time and the root cause is undetermined. No review of the complaint lot history check for (luer cracked or damaged or deformed) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 1 bd plastipak¿ concentric luer lock syringe had connection issues. The following information was provided by the initial reporter translated from french to english : when connecting the bd syringe to a codan laboratory spike, it is impossible to screw the syringe completely to the luer. The thread of the syringe seems too soft. The established connection does not allow the syringe to be locked to the spike and the syringe quickly comes off. It should be noted that the connection of the syringe does not pose a problem on other luer than those of the codan spikes. Teams do not report this anomaly for smaller volume syringes. This problem exposes staff to the risk of leakage and wastes time during handling. No consequences were found for patients. For information, a declaration was jointly made to the codan laboratory, which provides us with the spikes.